Event description:
A customer reported the system changed surgical steps on it's own during surgery. The customer changed the surgical step back to the correct step, and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer contacted the company sales representative to assist with troubleshooting the report of system changing surgical steps on it's own. The company sales representative was unable to duplicate the problem. The company sales representative will train the facility staff how to troubleshoot the issue if it occurs again. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).